Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4nw2 experienced a keyboard malfunction, prevented staff from accessing the pyxis refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that it was a hardware issue. The tss asked the customer for further assistance and waited for a response, but no reply was received. Later, the customer confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.